Manufacturer narrative:
(B)(4) - the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the lot number was unknown and the sample was not available, a batch review was not performed. The root cause of the complaint was determined as user error- poor aseptic technique. A label review was not be performed due to an unknown product code. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
This report was received on (B)(6) 2011 by baxter from a physician in (B)(6). On (B)(6) 2011, the patient experienced cloudy peritoneal dialysis (pd) effluent, and was hospitalized in the intensive care unit(ICU) on (B)(6) 2011 for septic shock due to purulent peritonitis. On an unreported date, pd effluent was obtained. On (B)(6) 2011, pd therapy was permanently discontinued and antibiotic treatment began with intraperitoneal(ip) ceftriaxone (dose not reported) and intravenous(IV) meropenem 1000 mg (frequencies and durations not reported). The pd catheter was also surgically removed. The reporter assessed the events as severe, and life threatening. After discontinuation of pd therapy, the physician reported that the patient's condition slowly improved. At the time of this report, the patient remained hospitalized. The reporting physician stated that, "the case is unrelated to dianeal". The root cause for the symptoms was unknown to the reporter, however he suspected that the patient may have had a break in aseptic technique. On (B)(6) 2011, a follow up report received by baxter stated that the patient aspirated and was resuscitated, but died on (B)(6) 2011 as consequence of the aspiration. The patient had remained hospitalized until the date of death.